Event description:
Facial nerve weakness reported at activation. Initial implant (B)(6) 2012.

Manufacturer narrative:
Facial nerve weakness a known complication of matoidectomy. Envoy medical has confirmed with implanting surgeon that the issue had resolved. Device was explanted. Pt was reconstructed with an envoycem bridge. Explanted was not a result of the facial nerve weakness. Explant was due to an abundance of adhesion present in the mastoid. Note: late filing of report as per discussion with (B)(4) 2012.